Manufacturer narrative:
It was reported that the patient developed post-op infection due to patch rejection and underwent subsequent surgical intervention, however, no additional details have been provided. Based on the information provided to date, no conclusion can be made as to the degree to which the bard device, may be causing or contributing the patient¿s reported symptoms. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in may 2019. In regards to the infection, the warnings section of the instructions-for-use states: "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted. Not returned - mesh explanted.

Event description:
As reported, the patient underwent a laparoscopic tension-free repair of a right inguinal hernia (tapp) with 3dmax on (B)(6) 2020. On (B)(6) 2020, the patient felt swelling and pain in the right inguinal surgical site and had 39 degrees fever noted during night. The patient was transferred to another facility due to fever on (B)(6) 2020 and was diagnosed with patch rejection infection. The mesh was removed on (B)(6) 2020 and the patient underwent abdominal drainage and intensive infection treatment after surgery. Patient was transferred to the previous facility for anti-infective treatment on (B)(6) 2020.